Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient one of the patient's previous ins's went off on them by surprise. The caller stated that the ins appeared to go off because it had depleted. The healthcare provider did not have any information about when it happened, or which ins it was. Dates were provided on when the ins may have been replaced, but it is unknown which one applies. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.